Event description:
Removal left breast implant unk manufacturer-legal counsel for patient has obtained implant and is having the implant analyzed to determine the manufacturer. Additional information will be available when the analysis is complete.